Event description:
It was initially reported that the patient was having an increase in seizures, unknown of above or below baseline. It is unclear if the seizures are related to vns. A company representative interrogated the patient's generator and determined it was functioning. Good faith attempts for additional information have been unsuccessful to date.